Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that doctor planned to place a tecnis itec preloaded intraocular lens (model pcb00 +21.0 diopter) in the patient's eye; however, the lens was stuck in cartridge. Reportedly, choroidal effusion prevented proper insertion of lens and high intraocular pressure prevented the lens from being placed in the capsular bag. Incision was enlarged while removing the lens from patient's left eye in the same procedure. There was no patient injury. Patient had recovered. Additional information was received and it was learnt that the lens was removed and replaced with another lens, same model and diopter lens. No vitrectomy was performed. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 9/12/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Lubricant material residue was observed in the device. The lens was observed stuck at the cartridge tip. The reported issue of stuck in cartridge was verified. The condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.